Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties occurred. The 85% stenosed lesion was located in a severely calcified mid left circumflex (cx) artery. The lesion was pre-dilated with a 1.5 x 15mm unspecified balloon. The physician advanced the 2.5mm x 24mm taxus liberte stent delivery system (sds) to the lesion however, the device could not cross the lesion despite "some tries". The lesion was dilated again. The 2.5 x 24mm taxus liberte was readvanced and could still not cross the lesion. The physician "gave up" and the procedure was ended. There were no patient complications reported and the patient's status is stable. However, analysis of the 2.5mm x 24mm taxus liberte stent delivery system (sds) revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination revealed the device was returned with the product mandrel inserted and stent balloon protector attached. The balloon was tightly wrapped and not subjected to any positive pressure. There was solidified contrast media noted within the device. Examination identified proximal stent damage. The struts on rows 1 to 4 from the proximal edge were misaligned. No other damage was noted that could potentially contribute to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Device is combination product. (B)(4)